Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to a fluid loss, which resulted in a pressure loss of the device. Upon explant, a break in the pump tubing was noted. There were no patient complications reported.